Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the procedure? Was a leak test performed? If so, what was the result? Can you please clarify what was meant by, ¿necrosis of bronchus damaged by hcl¿? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed? Why does the healthcare professional believe the bronchus damage was caused by an alleged deficiency of the circular stapler? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that following an open esophagectomy, anastomotic leak and necrosis of bronchus damaged by hcl, reoperation after 5 days and reconstruction with pericardium.